Event description:
During a sagittal splitting ramus osteotomy it was reported a total of 3 screws were fixed, 2 screws for each hole and one screw for combination. The surgeon was not satisfied with the position and removed one screw, upon reinserting the screw went through the slider. The surgery took over 7 hours to complete, the report did not indicate if this incident delayed the surgery, the surgeon fixed the screw and slider by bending the slider. The lower jaw osteotomy was fixed by the plate the patient is reported to be okay, it was additionally noted that the bigger screw hole on the glider was a problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. Placeholder.

Event description:
It was reported that the screw head went through the plate hole. This is report 1 of 1 for complaint (B)(4).